Event description:
It was reported that during a hepatectomy procedure, the tissue pad was partially detached. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
Date sent: 06/08/2009. Information not available, device not returned for analysis.